Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, when the plunger was being depressed, a loud crunch sound was heard. The plunger was not able to be removed and the lever was not able to be returned to it's original position as the foot would not close. The device was wiggled out of the anatomy against resistance with no intervention. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the removal against resistance was circumstantial related to the difficulties experienced. Therefore, the IFU violation would not have directly contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to retraction problem with the plunger and difficulty closing the foot may include, but are not limited to, user closes the foot before suture deployment, i.e. Before plunger fully retracted proximally, suture snag and/or break, loss of foot parking ability. Factors that may contribute to difficulty closing the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The patient effect of hemorrhage is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the calcified common femoral artery using a prostyle device after a heart cath interventional procedure. Reportedly, when the plunger was being depressed, a loud crunch sound was heard. The plunger was not able to be removed and the lever was not able to be returned to it's original position as the foot would not close. The device was wiggled out of the anatomy against resistance with no intervention. Excessive bleeding was noted. No vessel damage or device separation were noted. Another prostyle device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 2017- improper or incorrect procedure or method- against resistance.